Event description:
In 2001, the int'l distributor informed the MFR's int'l representative of the following: pt presented with increasing symptoms, exploratory surgery revealed ruptured diaphram on device. Intra-operative angiogram confirmed device catheter patency and left insitu, connected via barbed connector to another device.